Event description:
It was reported that the device failed the operation check. There was reportedly no patient involvement

Manufacturer narrative:
The bench technician evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the defibrillator capacitor, which was replaced, and the device was returned to full functionality. The device was returned to the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the device failed operation check. There was reportedly no patient involvement. The customer requested the device to be sent to the repair facility.